Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices banding procedure performed on (B)(6) 2025. During the procedure, the band did not deploy as expected. The physician noted they often stopped near the end of the cap and required extra turning of the handle - beyond the usual click - to deploy, making it hard to tell if they had actually deployed. The procedure was completed with the original device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a150203 captures the reportable event of a band difficult to deploy.